Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records detailing the ¿previous surgery¿ were not provided.] (B)(6) 2002: (B)(6). Operative report. Preoperative diagnosis: 1. Ventral incisional hernia. Postoperative diagnosis: 1. Ventral incisional hernia. Procedure: 1. Laparoscopic ventral incisional hernia repair with gore-tex dual mesh plus. Assistant: joe braden. Anesthesia: general anesthesia. Operative findings: an 8 centimeters circular hernia defect at the upper midline of a previous lower midline incision. Operative procedure: ¿the patient was placed under general anesthesia. The abdomen was prepped and draped in the usual sterile fashion. A 10 millimeters incision was made laterally between the costal margin and the anterosuperior iliac spine. The veress needle was inserted into the abdomen. The abdomen was fully inflated with co2. A trocar was used to enter the abdomen under direct vision with a visiport and two 5 millimeters ports were placed to triangulate from the hernia. Graspers and scissors were used to dissect adhesions off the anterior abdominal wall form patient¿s previous surgery. The abdomen was then desufflated and measured for the defect with at least a 4 centimeters overlap. A 15 x 19 centimeters piece of gore-tex dual mesh plus was chosen and it was cut into a 15 centimeters circle. Four cv0 gore-tex sutures were placed through the mesh and it was rolled up and placed inside the abdomen. A suture passer was then used to pass the sutures at 12 o¿clock, 3 o¿clock, 6 o¿clock and 9 o¿clock and the sutures were tied. A fourth suture was placed at 2 o¿clock. The tacker was used to tack the remaining portion of the mesh with a good overlap. The minla trocar was used to close the fascial defect with cv0 gore-tex suture and the skin was closed with #4-0 monocryl sutures, and steri-strips. An abdominal binder was placed and the patient was taken to recovery room in stable condition.¿ estimated blood loss: about 50 cc. Sponge and needle counts correct. Drains: none. Condition: stable. (B)(6) 2002: (B)(6)tem. Implant record. Correct implant verified with surgeon and scrub before opening. Vendor: goretex. Device: dual mesh plus. Model/catalog #: 1dlmcp04. Lot/serial #: (B)(4). Product #: __ [sic]. Other: __ [sic]. The records confirm a gore® dualmesh® plus biomaterial (01340035/1dlmcp04) was implanted during the procedure. (B)(6) 2016: (B)(6). Operative report. Preoperative diagnosis: small-bowel obstruction. Postoperative diagnosis: small-bowel obstruction. Technical procedure: exploratory laparotomy with lysis of adhesions. Operative indications: per the history and physical. Estimated blood loss: 5 ml. Specimens removed: midline mesh. Operative report: ¿the patient was brought to the operative suite, placed in a supine position and placed under general endotracheal anesthesia. The patient's abdomen was prepped and draped in the usual sterile fashion with chloraprep solution and sterile drapes. A generous midline incision was created and carried down through the subcutaneous tissues using electrocautery down to level of the fascia. The midline of the fascia was divided, in the process we identified prior ventral hernia repair with what appeared to be gore-tex mesh. The mesh itself was not incorporated and due to this issue as well as the fact that there were several metal tacks, which were used to fixate the mesh and hindered our dissection, we decided to remove the mesh completely from the anterior abdominal wall and sent it for pathologic evaluation in case it was infected. Access was gained into the peritoneal cavity. The small bowel was eviscerated. There was a single omental band which crossed a segment of proximal jejunum approximately 60 cm distal to the ligament of treitz. This created an internal hernia. The band was released. The small intestine was run from the ligament of treitz to the terminal ileum and essentially free of adhesions. The total lysis of adhesion was approximately 15 minutes. Hemostasis was assured in the operative field. The abdominal cavity was vigorously irrigated with warm normal saline. The fascia was closed using a running #1 looped pds. Skin incision was closed with skin staples. Skin was cleansed and dried and the skin incision was covered with sterile dressings. All drapes were removed. The patient was taken to the recovery room without any significant complications.¿ plan: we will return the patient to the floor. We will start her on a diet, advancing as tolerated. Plan to discharge her home when she is tolerating a regular diet and her pain is controlled on oral pain medications. I have reviewed and agree with the operative start and stop times as documented in cerner. (B)(6) 2016: (B)(6). Pathology report. Specimen #: (B)(6). Diagnosis: a. Foreign body, ventral hernia mesh, removal: foreign body consistent with mesh material (gross only). Small fragments of unremarkable fibroadipose tissue. B. Soft tissue lesion, abdominal wall midline, excision: small fragments of fibroadipose tissue with chronic inflammation, fibrosis, focal fat necrosis and cystic spaces lined by histiocytes. Comments: cd68 immunostain performed on part b highlights histiocytes. Clinical information: clinical diagnosis/history: small bowel obstruction. Clinical procedure: exploratory laparotomy, lysis of adhesions, removal abdominal wall mesh. Organ or tissue: a. Foreign body, ventral hernia mesh. B. Soft tissue, other than tumor/mass/lipoma, abd [abdomen] wall lesion midline. Gross description: a. Specimen received in formalin labeled with the patient's name and ventral hernia mesh are two tan-yellow portions of mesh containing silver metallic coils. The mesh material is covered by a moderate amount of tan-pink, yellow soft tissue. The specimen measures 8 x 7.5 x 2 cm in aggregate. Representative sections of the soft tissue are submitted in a1. B. Specimen received in formalin labeled with the patient's name and abdominal lesion wall-midline is a 2.3 x 1.6 x 1 cm tan-pink, gray soft tissue mass containing a minimal amount of adipose tissue. The specimen is inked blue and is sectioned to reveal tan-yellow focally hemorrhagic adipose tissue. The specimen is submitted in its entirety in b1. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01340035 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2002 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal. Additional event specific information was not provided.